Event description:
It was reported that thrombosis occurred. A 1.75mm rotapro, 2.00mm rotapro and a rotapro console were selected for use. During the preparation, the 2.00mm burr would not turn on. The gas and connection were checked. Then used a 1.75mm burr, but the issue persisted. The physician commented that the patient acquired a thrombosis while troubleshooting the device. They had to do thrombectomy with penumbra. The procedure was completed with another burr. Upon investigation it appeared that the console electrical piece no longer aligned to allow connection between burr and the console. No further patient complications were reported and expected patient to fully recover. It was further reported that the procedure was completed with an alternative method.

Manufacturer narrative:
B5 describe event or problem: corrected. H6 device codes: corrected.

Event description:
It was reported that thrombosis occurred. A 1.75mm rotapro, 2.00mm rotapro and a rotapro console were selected for use. During the preparation, the 2.00mm burr would not turn on. The gas and connection were checked. Then used a 1.75mm burr, but the issue persisted. The physician commented that the patient acquired a thrombosis while troubleshooting the device. They had to do thrombectomy with penumbra. The procedure was completed with another burr. Upon investigation it appeared that the console electrical piece no longer aligned to allow connection between burr and the console. No further patient complications were reported and expected patient to fully recover.

Manufacturer narrative:
B5 describe event or problem: corrected. H6 device codes: corrected. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the saline line to the advancer was cut and the distal end of the saline line, which includes connection luer, failed to return for further analysis. Microscope inspection of the device found no damage or irregularity. During analysis, the dynaglide mode change button, the dynaglide momentary on button, and the ablation button were tested and found to respond when pressed with no resistance or issues. The rotapro advancer was connected to the rotapro control console system. The device stalled as the saline line was not of normal functional use. However, the ablation button was able to actuate and function properly based on the returned device condition.

Event description:
It was reported that thrombosis occurred. A 1.75mm rotapro, 2.00mm rotapro and a rotapro console were selected for use. During the preparation, the 2.00mm burr would not turn on. The gas and connection were checked. Then used a 1.75mm burr, but the issue persisted. The physician commented that the patient acquired a thrombosis while troubleshooting the device. They had to do thrombectomy with penumbra. The procedure was completed with another burr. Upon investigation it appeared that the console electrical piece no longer aligned to allow connection between burr and the console. No further patient complications were reported and expected patient to fully recover. It was further reported that the procedure was completed with an alternative method.